Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive. The reporter denied damage to the pump. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke a response. The ok and contrast buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.